Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection of the pump found that the battery compartment was cracked on the side extending from the threads to the case seal. No battery cap was returned with the pump; a test cap was inserted and was confirmed to secure appropriately to the pump to complete testing. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2015.